Manufacturer narrative:
(B)(6).

Event description:
It was reported that the micro catheter was fractured. A 135/10 renegade hi-flo kit was selected for use in a hepatic arterial drug infusion procedure. During the procedure, it was noted that the micro catheter was fractured. The device was completed with another of same device. No patient complications were reported and the patient status was good.